Event description:
The customer reported the device fails the crossover circuit test during the extended self test. No patient involvement.

Manufacturer narrative:
Additional information received on 03/02/2017. The customer returned bmc (blower motor controller) was tested and no errors were identified.